Manufacturer narrative:
Based on our investigation, we can conclude that all production processes were properly followed, and the returned guide passed its trajectory analysis. As such, the deviation may have been due either the drill slipping, or the implant deviating during placement, following the socket leftover from an immediate extraction.

Event description:
The guide was used for implant surgery. After the implant was placed, the doctor realized the trajectory was more buccal than planned. He decided to remove the implant and graft the site and will send in new materials for a new guide. Please note that although the incident occurred on (B)(6) 2021, the doctor did not report to the manufacturer until 09/02/21.